Manufacturer narrative:
The customer's report of no ECG signal was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including stress testing, impedance testing, ECG testing, and final testing without duplicating the report. The report was cleared and did not reoccur. The device passed the final test procedure, was recertified, and returned to the customer. The customer's report of failed for high impedance was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The pads used at the time of the report were not returned. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.